Event description:
It was reported that during a percetaneous peripheral intervention procedure, a balloon rupture occurred. The access was obtained via left femoral artery with 5 fr x 10cm introducer sheath. The 95% stenosed, calcified lesion was located in the moderately tortuous left superficial femoral artery extending to the left popliteal artery. After advancing a guidewire, a 4.0mm x 220mm x 150cm coyote balloon catheter was advanced and the lesion was dilated with this device. It was inflated at 10 atmospheres on the first inflation. During the second inflation, the balloon ruptured at 14 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(4). Devic evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).